Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd insyte autoguard bl 22ga x 1.0in needles have foreign matter. The following information was provided by the initial reporter: "several of the insyte auto guard catheter's having fb (looks like plastic) at the tip of the needle."

Event description:
Additional information: · did the product unknowingly used on patient. If yes, please describe any patient harm, injury, complication or negative outcome that occurred because of the event. No.

Manufacturer narrative:
Additional information: more event details in b5. Investigation results: the complaint of what appeared to be plastic at the end of the needle was confirmed; however, the root cause could not be determined. Two photographs and one 22g insyte autoguard unit from lot #3314678 were provided for investigation. One of the provided photographs displayed the needle protruding through the catheter near the catheter tip. This likely gave the illusion of unintended plastic material at the catheter tip. The physical sample was received with the needle retracted and a v-shaped hole was found in the catheter tubing, which was consistent with needle puncture damage. As the customer's photo highlights the needle piercing the catheter, "needle through catheter" was used as the 'as analyzed' code. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Correction: cancel MDR: needle through catheter in a unit package is not MDR reportable.